Event description:
Numerous ailments since 1986 mcghan silicone implants including undiagnosed right quadrant pain, partial thyroidectomy due to large lump, partial hysterectomy, uti¿s, chest pain, gi issues and food intolerance. Right breast ruptured in 2012 due to fall and implant removed and replaced with a mentor silicone implant. Since then numerous visits to the plastic surgeon to remove free silicone in tissue (ongoing) with swelling, inflammation and pain. Since the rupture have had pain in right breast, dry skin, fast weight gain, joint pains, hormone imbalance, food intolerance, rashes, emergency room (ER) visit for angioedema, hives, hair loss, swollen feet and hands, memory loss, swelling on side of right breast, random eye swelling, baker¿s cysts, night sweats, inflamed mastoid on left side, insomnia and intolerance to cold/heat.